Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment that it stopped pacing immediately upon removal of the battery, it continued to pace for more than 20 seconds, even using an old battery and the customer's settings. The generator was pronounced ok to return to patient use. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator stopped pacing immediately while trying to change out the battery. The generator was returned for service. No patient complications have been reported as a result of this event.